Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarmed during basic occlusion test due to faulty back pressure sensor. Pump passed displacement test. Missing end cap sticker noted. Motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 417 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.